Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00089 to provide the sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. The sheath sample was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and a leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. A visual examination of the retention samples from the reported lot as well as the surrounding lots confirmed there were no visual defects. Leakage testing revealed no leak. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The investigation results verified that the retention samples were the normal product. Although the exact cause cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00089 to provide the return sample evaluation results.

Manufacturer narrative:
The actual device was not returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason (B)(4) was used in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the sheath was introduced in the normal fashion without incident; the dilator was removed and a 5 fr vert catheter (cordis) was introduced over a .035 180cm bentson wire (bsc); the sheath began to leak around the catheter; blood loss less than 15cc; the procedure was completed without incident; the procedure outcome was reported to be excellent; and the patient was reported to be in excellent condition.